Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Customer¿s blood glucose was ¿high¿, per continuous glucose monitor reading; cause was unknown. Customer administered a correction bolus via the pump to address bg. Customer declined further troubleshooting with tandem technical support to resolve the issue.